Event description:
Additional information received from reporter on 12/8/2020 for report mw5097470. Reporter stated device failures with this specific device are hard to detect because the device is hard to see. Reporter stated she had a revision on (B)(6) 2020 and the zimmer device was explanted. Reporter stated this device caused her multiple issues and believes it must have also caused problems for other people and feels something should be done.

Event description:
Reporter claims she had a cervical neck 1 level infusion from c5-c6 seven years ago, using a zimmer trabecular cage. Reporter claim the type of material makes it hard to visual on an MRI and just appears to be a glowing star. Reporter claims the device was loose and moving, got displaced, and eroded a bone in the neck causing an osteophyte to form. Reporter claims the osteophyte/bone spurs pushed on her esophagus causing scarring and injury reporter claims her surgeon stated that there was a significant amount of metallosis.